Event description:
Leaky baxter tubing, lot number r23a10154. Alcohol-impregnated caps have been placed on the y-sites of the tubing that have been leaking in our units. Tpn running and leaking outside of the green alcohol cap. Manufacturer response for IV tubing, (brand not provided) (per site reporter) weekly meetings with [redacted name] and neonatal ICU teams as well now. They have offered a substitute product due to increasing number of leaks in our 2r8546 model.